Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection on the returned sample revealed a white stain inside the housing of the y-site. Functional testing revealed that fluid did not flow through the y-site. Further inspection revealed a solvent obstruction in the y-site. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion was blocked in a clearlink solution set. The line was rechecked and the filter line appeared to have a faulty port area. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.